Manufacturer narrative:
Added repair information to updated evaluation codes.

Event description:
A service engineer (se) inspected the device and replaced the battery pack. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a battery pack was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event.